Event description:
Customer reported that an occlusion alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was instructed by tandem technical support to perform a system check and no issues were identified. The customer replaced pump supplies as necessary and resumed insulin therapy.